Event description:
Reportedly, while analyzing a patient ECG with the device, a display of "connect electrodes" was observed. The operator noticed that one of the defibrillation electrodes had separated from a defibrillation electrode which was connected to the patient. The operator partially removed the electrode to attached the defibrillation cable and then reapplied the electrode to the patient. Reportedly, following a subsequent patient analysis, the device aborted a defibrillator charge and displayed a "connect electrodes' message.